Event description:
It was reported that the ventricular lead exhibited loss of capture. The device was reprogrammed and the lead remained implanted. The patient would be closely monitored.

Manufacturer narrative:
(B)(4).